Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and was unable to duplicate the customer's reported issue. Subsequently, the stm performed required preventative maintenance (pm) on the iabp unit and all tests passed to factory specifications. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. There was no patient involved an no adverse event was reported.